Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) called to report a red line appearing in the image on the right high resolution stereo viewer (hrsv-r). The customer sent a photo of the line, which the intuitive surgical, inc. (Isi) technical support engineer (tse) verified. The tse recommended a hard power cycle of the console breaker, but the csr reported that this had already been attempted. The customer was uncertain about how they would proceed with the procedure that day. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the hrsv for failure analysis investigation. The unit was analyzed and there was no related error codes were found in logs. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in a golden system, where the bottom of the hrsv monitor displayed a black area with many red vertical lines, replicating the reported event. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.